Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced a driveline power fault around the end of (B)(6) 2022; clearing the alarm resolved the issue initially, however the fault alarm returned on (B)(6) 2022. The modular cable would be exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault active was confirmed via the submitted log file; however, the reported event was not confirmed during testing. The heartmate 3 vad modular cable (lot number 6686836) was returned and evaluated at abbott. The submitted log file and the periodic log file contained data events spanning approximately 5 days (B)(6)2022¿ (B)(6) 2022). The log file captured a driveline power fault on (B)(6) 2022 from 10:54:46 to 12:59:17 due to a pwr_b_broken fault. The alarm appeared to resolve on its own in the next event 13may2022 at 13:01:36 and while the alarm was active, pump speed was not affected. During the evaluation, the modular cable was functionally tested and did not pass all steps of testing. The modular cable was then tested by measuring the resistance of the individual wires using a digital multimeter and the red (power b) wire measured with an elevated fluctuating resistance, indicating conductor breakdown in the wire. All other wires measured as intended. Additionally, a current leakage test was performed on the wires, and it appeared that the red wires did not measure as intended when flexed near the bend relief. The returned modular cable was then connected to a known working test controller and operated on a mock loop for an extended period of time without issue. The cable was manipulated with no issues or atypical alarms active. The alarm could not be reproduced during testing. The polyurethane jacket was then dissected to reveal that the red power b wire was severed, exposing the underlying conductor, causing the driveline power fault that was observed in the log file. The root cause of the reported event was determined to be a severed red (power b) wire causing a driveline power fault alarm. Incidential findings: fluid ingress, kinked underlying wires the device history records were reviewed and the records revealed the heartmate 3 vad modular cable (lot#: 6686836) was manufactured in accordance with manufacturing and quality assurance (qa) specifications. Heartmate iii instructions for use (IFU) (rev. G) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. G) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline power fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii IFU (rev. G) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. G) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use and advises the patient not to get their equipment wet. Heartmate iii IFU (rev. G) and patient handbook (rev. G) are currently available. The IFU and patient handbook contains information on caring for the driveline in section 4 ¿living with the heartmate 3". In several sections, this document warns the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. Section 4 "living with the heartmate 3" of the patient handbook (under "caring for the driveline") contains information regarding how to clean and care for the driveline. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.